Manufacturer narrative:
D3 - postal code, h3, h6: updated. D3 - zip code: must be blank. The suspect product was not returned for evaluation as it was discarded. However, a photo of the sample was provided. The device history record was reviewed and was confirmed that there were no anomalies noted. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Observation of the photo confirmed that there was a defect near the attachment point at the flange or neck plate and a crack was observed on the port. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bluselect suction aid tracheostomy tube exhibited a defect near the flange (neck plate) attachment point, resulting in the tube becoming nearly detached. A replacement tube was provided after the issue was identified. According to the patient's assistants, the issue was not attributed to handling error. There was patient involvement; however, no injury was reported. This report captures the first of two occurrences.